Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During the twenty-fourth sample attempt the cannula self-activated. An x-ray showed that the cannula tangs were not fully engaged with the device housing. Upon disassembly it was noted that the right bumper was bent within the device housing. Therefore, the investigation is confirmed for the identified cannula self-activation, as well as the reported cannula priming issues. The bent right bumper likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, after the first sample pass, the top slide of the device allegedly failed to lock into the primed position. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, after the first sample pass, the top slide of the device allegedly failed to lock into the primed position. It was further reported that the procedure was completed with another device. There was no reported patient injury.